Event description:
It was reported that the customer experienced intermittent occlusion alarms with the mobi infusion pump. The customer's blood glucose level reached 324 mg/dl. The customer resolved the issue by changing the infusion set and cartridge as advised by the support team. The clinical support service recommended proceeding with the pump replacement due to ongoing occlusion issues. The resolution was set to replace the pump. There was no reported adverse impact to the customer¿s blood glucose level.